Event description:
The customer reported that while pipetting an htlv I/ii plate on summit, it was observed that no sample was pipetted into well c1. No error was generated. No death or serious injury was associated with this incident.